Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the novolog instructions for use: "do not use novolog that is viscous (thickened) or cloudy; use only if it is clear and colorless. Novolog should not be used after the printed expiration date."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using expired insulin. Customer administered a correction bolus via the pump to address the bg.